Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Event description:
It was reported that a patient presented with undersensing of ventricular events falling in blanking period and no high voltage therapies were delivered by the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.